Event description:
Additional information was received from the customer. The customer's reported issue reportedly was discovered outside of a procedure, and during the routine maintenance/inspection of the device. Originally, the device was leaking and there were some angulation issues.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device forceps elevator. The foreign material could not be identified, but was noted to be ocher in color. The customer's originally reported issues of channel leak and low angulation were confirmed. The following additional findings were also noted: the play of up/down knob is out of specification due to wear of the angle wire, adhesive on bending section cover is detached, universal cord has a scratch, distal end has a scratch, connector and light guide cover glass have scratches, switch one has a scratch, body control unit cover has a dent, grip has a scratch, forceps channel port has a dent, and the acoustic lens has a scratch. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that their evis exera ii ultrasound gastrovideoscope had a channel leak and exhibited insufficient angulation. Upon inspection and testing of the returned unit, foreign material was found to have been lodged in the forceps elevator. The foreign material could not be identified, but was noted to be ocher in color. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.